Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clip was on the cystic duct and the clip did not form. The picture shows it was an "opened" clip. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good physical condition. During visual inspection of the device, a scissored clip was received in a separate plastic bag. However, in an attempt to replicate the reported incident, the device was tested for functionality and it fed 17 conforming clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unk. What were the indications for surgery? Gall bladder issues. Does the patient have any relevant history of surgical treatments? Unk. Did somebody other than the primary surgeon fire the instrument? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Converted in (B)(4) 2011.